Event description:
Follow-up identified a sjm representative met with the patient and was unable to communicate with the patient's scs ipg using the charger or programmer. The patient stated she has not recharged her ipg in 3-4 months and the ipg's battery has depleted. Surgical intervention is planned for a later date to address the issue.

Event description:
It was reported the patient complained her scs charger "does not work". The patient stated, she has not had any stimulation in approximately four months. The patient stated, she charged her scs ipg successfully approximately three months ago. Follow-up information identified a replacement charger did not locate the patient's scs ipg. The patient is pending a consultation with a sjm representative to further evaluate the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.